Manufacturer narrative:
As reported in a research article, a patient was experiencing dyspnea and valve thrombosis was found 57 months after mechanical valve implant. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "thrombolytic treatment of prosthetic valve thrombosis: a study using urokinase " was reviewed. It was reported that a (B)(6) year old male was implanted with a sjm mitral mechanical valve. 57 months post-procedure the patient experienced dyspnea due to prosthetic valve thrombosis(pvt). The patient did not receive adequate anticoagulant therapy when diagnosed with pvt. The patient underwent thrombolytic therapy and was treated with a dose of 3,250,000 iu of urokinase. The treatment was a complete success with no patient complications. The article concluded that urokinase is more convenient and successful in the treatment of pvt. The primary author of the article is feng huang, department of cardiovascular surgery, fujian provincial hospital with the correspondence email of aney0329@163.com.